Manufacturer narrative:
Additional update: b5. Additional update: d9. Device was received on 5/27/2025. Investigation summary: update 7/18/2025. Received one (1) new d1000 tego connector for inspection. No defects or anomalies noted. The tego was accessed with a male luer. No occlusions found in the fluid path. The reported complaint could not be replicated; however, it can be confirmed based on a lot history review. The probable cause of the no flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history report was provided and found to fall under corrective and preventative actions which are in process.

Event description:
Updated information received reported that sister sample will be returned and adding that there was no crack noticed on the product, the device was used on a patient and there is no harm to the patient.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a tego¿ connector (no list number) where it was reported to be defective intermittent plug/obstruction of flow. There was an unknown patient involvement and unknown patient harm.